Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that during a trial procedure, the patient was experiencing back pain after sitting up. The physician decided to remove the leads due to severe spinal stenosis. It was noted that the patients pain had stopped after lead removal. The trial procedure was unsuccessful as it was cancelled. The patient was fully recovered and the explanted leads were discarded.